Event description:
On (B)(6) 2005, the patient was treated for an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2007, a type ii endoleak with aneurysm growth was identified. On (B)(6) 2010, the patient underwent an open repair where the endograft system was explanted and the aneurysm was surgically repaired. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results code: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion code: according to the gore excluder aaa endoprosthesis instructions for use, type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms. Additional device implanted: pxc141200/03776513.